Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was used; however, it was noted that the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was used; however, it was noted that the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed the tip/balloon was inverted and the outer shaft of the device had burst and was 10mm in length (located proximal to the proximal weld). Inspection of the rest of the device found no other damage or defect.